Event description:
It was reported that there was low impedance. It was also reported that there was high output. The lead was capped and replaced. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).